Manufacturer narrative:
Corrected data: section h10: this section corrected to reflect the return of the device.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. A lower tray was returned in the original case. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself.the results were summarized: roughness - the flange was smooth. Internal/external surfaces appeared slightly rough and uneven. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was a clear/milky color. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has been returned. Once the investigation is complete a supplemental report will be submitted. Serial number as the device is manufactured by prescription. The device is manufactured by prescription not implantable.

Event description:
It was reported that the patient had an allergic reaction.